Event description:
Intravenous tubing with the manifold is kinking. This is causing issues for the proper delivery of narcotics and anesthetics. It also places our patients at significant risk for harm.